Event description:
Procedure: lower anterior resection. Reportedly, the device was applied to the rectum. The surgeon reported hearing the seal complete tone however the tissue was not "coagulated" properly. Some bleeding was confirmed and it was estimated at about 80cc. The surgeon fixed the tissue by manually suturing which did not extend the surgery time.